Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours on the back. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient changed out the pod for a new pod. The ketones were at .02.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received fully deployed. Download data shows the device completed activation and delivered 128 pulses before deactivation by the user. The data also shows the device completed boluses beyond the priming sequence during operation. No damages or defects were observed on the needle mechanism assembly that would result in a needle mechanism failure. During the investigation, the needle mechanism was reset to the not deployed position and manually deployed. No issues were seen during this test. Investigation of the returned device found cracks on the outer housing. No corrosion or evidence of fluid entering the device through these cracks was observed. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.